Manufacturer narrative:
Based on the current information provided, the events leading up to the system powering down are not known. No products are expected for return to isi for evaluation. A complaint investigation could not be performed since the site and product information could not be collected as part of the blind survey. A follow-up MDR will be submitted if additional information is received about the event. A review of the system and instrument logs cannot be performed since the site name, procedure date, and da vinci system information are unknown. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: a patient underwent an unspecified da vinci-assisted surgical procedure; however, for an unknown reason, the system allegedly powered down and the operating room (or) team converted to laparoscopic surgery. There was no report of patient injury. It is not known if the system was checked prior to the start of the procedure and the events leading up to the reported system down issue are unclear. Additionally, it is not specified what action (if any) the or team took to try and resolve the issue; it is unknown if the customer contacted technical support for troubleshooting. Although there was no allegation of patient injury as a result of the system powering down, if the issue were to recur, it could cause or contribute to an adverse event.

Event description:
As part of a (B)(6) survey, intuitive surgical, inc. (Isi) received information indicating a "da vinci robot powered down, had to convert to laparoscopic". No other clinical information was provided. A follow up with the customer could not be performed since the site and product information could not be collected as part of the blind survey. The following information is unknown: the site name, the procedure date, if the system was checked prior to the start of the procedure, what occurred prior to the event, if the site contacted technical support for troubleshooting steps, and patient outcome.